Event description:
Customer complaint - limited data available. Customer complained that the device burned them.

Event description:
Customer complaint - limited data available. Stated device burnt her. Sent photo of affected product by email.